Event description:
Reporter alleged obtaining a discrepant blood glucose result of 109 mg/dl on the active system compared back to back with a result of 249 mg/dl on the doctor's meter when testing was performed less than 10 mins apart. Reporter indicated that she was experiencing some hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.